Manufacturer narrative:
Result - a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Add'l considerations for pt selection include but are not limited to: proximal aortic neck with minimal thrombus and / or calcification. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Conclusion: according to the instructions for use (IFU) for the gore tag thoracic endoprosthesis, the ilio-femoral access vessel size and morphology (minimal calcium, thrombus and/or tortuosity) should be compatible with vascular access techniques and accessories.

Event description:
On (B)(6) 2008, this pt underwent treatment for a thoracic aortic aneurysm and was successfully implanted with two gore tag thoracic endoprostheses. The aneurysm was reported to measure 69 in diameter. The pt tolerated the procedure with no evidence of an endoleak. On (B)(6) 2008, the aneurysm was reported to measure 57.2mm in diameter and the pt was discharged. On (B)(6) 2010, the pt's f/u imaging determined a distal type I endoleak contributing to aneurysm enlargement. The diameter of the aneurysm was reported to measure 75mm. On (B)(6) 2010, the pt underwent re-intervention to repair the endoleak and an add'l gore tag thoracic endoprosthesis was implanted to reline the distal tag device. The pt tolerated the procedure and the endoleak resolved. On (B)(6) 2010, the pt's f/u imaging determined the diameter of the pt's aneurysm to be 84mm in diameter. The pt has since, discontinued his f/u care. No further info is available. The pt's proximal and distal neck were reported to be extremely calcified.